Event description:
The customer stated that the paramedics were called due to a low blood glucose reading of 39 mg/dl. The customer stated that he was wearing the sensor, but he never received a low glucose alarm. Found cal error and bad sensor alarms in the alarm history. They may have been asleep during the time of the alarms, or may not have known how to clear the alarms. Advised the customer on how to deal with those alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also mfg report number 2032227-2010-82612.